Event description:
The reporter stated that during loading of a competitor's lens, the iol haptics appeared kinked. There was no pt contact. Another lens was implanted. It was the surgeon's opinion that the likely cause of the iol damage was due to the msi-tf injector and a loading error.